Manufacturer narrative:
Date sent: 07/15/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, the device would not release after firing. Harmonic shears were utilized to cut the tissue around the jaws to remove the device. It is unknown if there was any patient consequence.